Event description:
It was reported that a patient underwent a laparoscopic assisted supracervical hysterectomy on (B)(6) 2014. During the procedure, the device only worked for a short period of time. Another like device was used. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended; the blade rotated and exposed.